Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous proximal to distal left circumflex artery.  A 28 x 2.50 promus premier¿ stent was advanced but was unable to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the stent delivery system was returned for analysis. The bumper tip of the device showed no signs of damage. The stent was damaged in the middle of the stent. Struts from the middle section of the stent were raised from the balloon. This type of damage is consistent with the stent meeting resistance upon withdrawal. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).